Manufacturer narrative:
No blank display noted during testing. No pump error 4 or error 54 occurred during testing. Unit passed displacement test, active current measurement test, sleep current measurement test, and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a freeze blank screen and had a pump error alarm. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.